Manufacturer narrative:
Ous MDR - the lead itself was found dissected in two parts. It is reasonable to assume that the lead was dissected in the course of the lead explantation. The analysis of the lead fragments demonstrated a damaged insulation. In that section, the coating of the conductor cable to the ring electrode was found damaged. These findings can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics as well as on the location of the lead damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. This is consistent with the traces of lead abrasion on the ICD housing found during the visual inspection of the ICD. The damaged fixation helix, the cuttings in the insulation and the deformation of the shock coils happened most likely during the extraction of the lead.

Event description:
Ous MDR - after an implantation time of approx. 31 months, oversensing with artifacts were reported. The associated lumos (B)(4) was found to be in eos due to multiple aborted charging cycles. No adverse patient side effects have been reported. Lumos dr-t, (B)(4) MDR 1028232-2010-1512.